Event description:
It was reported the device had premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary actual longevity is < 80% of 99.9% longevity limit. The battery eri (elective replacement indicator) was confirmed and it was determined the battery depleted faster than projected expectations.